Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the prime process. The customer did not know the blood glucose reading. The customer was unable to complete the rewind sequence. He did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked reservoir tube lip and cracked case near the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.